Event description:
It was reported that after a new dexcom g7 sensor completed warmup and initially connected, the ilet experienced signal loss, resulting in loss of glucose readings and initiation of dosing stop notifications; the user does not use the dexcom app or receiver, and customer care guided re-entry of the pairing code and advised that reconnection could take up to 30 minutes. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated dosing with dosing-stops-soon advisories and user operation in a backup mode until cgm reconnection. Investigation included technical troubleshooting and user education on reconnection steps and operation during cgm signal loss. Investigation of this case revealed intermittent cgm-to-ilet communication disruption consistent with signal loss. It was concluded that the event involved cgm signal loss to the ilet with dosing safeguarded by system notifications and guidance provided to restore connectivity.